Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded and drive support disk. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported the insulin pump was alarming during manual prime. Customer's blood glucose was unknown. After the forth time the device continued to function. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.